Manufacturer narrative:
The customer¿s report that the set was disconnected and leaking from the bd autoguard IV catheter was not confirmed. The device was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set and catheter. Functional testing was performed by filling a lab IV syringe with bleach water and attaching it to the set allowing fluid to flow through the whole set by flush. The set flowed freely and showed no signs of disconnecting or leaking throughout the set. The set was then pressure tested while submerged underwater. Air pressure was incrementally increased from 5 psi to 30 psi. There were no signs of leaking or disconnecting anywhere on the returned set while the tubing was manipulated at each engagement. The root cause could not be identified.

Event description:
It was reported that the maxplus¿ extension tubing set disconnected and leaked from the bd autoguard IV catheter during patient use.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the maxplus¿ extension tubing set disconnected and leaked from the bd autoguard IV catheter during patient use.